Event description:
Additional information received on 7/1/2019: the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient¿s pd catheter (not a fresenius product) would not drain/function properly due to fibrin caused by the underlying peritonitis (specifics not provided). During the hospitalization, the patient was transitioned to hemodialysis (hd) for rrt due to poor diabetes control which affected the patient¿s ultrafiltration and lead to fo. The patient¿s pd catheter has yet to be evaluated, however there is no plan to return the patient to ccpd therapy. The discharge summary was requested, however it has yet to be received by fresenius. The cause of the peritonitis is unknown.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for peritonitis and fo characterized by fibrin and dyspnea. Per the pdrn, the patient¿s pd catheter (not a fresenius product) was malfunctioning due to fibrin buildup from the peritonitis (etiology unknown). Furthermore, the pdrn stated the patient¿s poor diabetes control adversely affected his ability to ultrafiltrate fluid, which caused the fo. Therefore, based on the information available, the liberty select cycler is disassociated from the events as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s) and/or hospitalization. Fo is a common and often preventable process. Patient related factors, such as non-compliance and comorbid conditions are significant contributing factors. Correction: b2 should include hospitalization and required intervention. H6 should include c50591-hypervolemia. Additional information: h6-c26849-peritonitis.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for fluid overload (fo) characterized by shortness of breath. Per the pdrn, the patient was advised to discontinue use of the liberty select cycler after observing fibrin within the circuit and to complete manual pd therapy. The patient was reportedly non-compliant and did not perform manual pd as advised which resulted in the patient¿s hospitalization. Additionally, it was reported the patient will be transitioning to hemodialysis (hd) therapy until the pd catheter (not a fresenius product) can be evaluated. It is unknown if the pd catheter issue caused or contributed to the hospital admission. Therefore, based on the information available, the liberty select cycler is disassociated from the event(s) as there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction is associated with these event(s) and/or hospitalization. Fo is a common and often preventable process. Patient related factors, such as non-compliance, are significant contributing factors. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler is alarming with an alarm (unknown) during fill 1 of treatment. The patient reportedly had fibrin and cancelled treatment during fill 1. The patient stated that they would contact their peritoneal dialysis registered nurse (pdrn) on how to complete treatment. Technical support provided information regarding the alarm (unknown) and advised the patient that the cycler is available for continued use. Upon follow up, the pdrn reported that the patient did not perform manual treatments as advised and as a result was hospitalized on (B)(6) 2019 for shortness of breath and fluid overload. As of (B)(6) 2019, the patient¿s hospital discharge was pending. The patient will reportedly transition to hemodialysis (hd) for renal replacement therapy (rrt) until their pd catheter (not a fresenius product) can be evaluated (specifics not provided). Subsequent attempts to obtain additional information have thus far proven unsuccessful. Therefore, the patient¿s current disposition is unknown.